Event description:
It was reported that the customer had a patient who had two different catheter balloons which ruptured and one that spontaneously fell out after a challenging insertion. It was stated that the patient ended up getting a third catheter that was currently in place.  It was also stated that of note the outside packaging, it was a 5cc balloon, the ring on the catheter however said 10cc, 10cc was what they had been instilling. The customer would like to know if others were having any issues and if they could continue to instill 10cc. The representative advised that for 5cc balloon foley catheters, the catheters would be filled with 10cc of sterile water and water would fill the balloon to the 5cc level and the remaining water would be in the lumen of the catheter.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be ¿high modulus silicone¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer had a patient who had two different catheter balloons which ruptured and one that spontaneously fell out after a challenging insertion. It was stated that the patient ended up getting a third catheter that was currently in place.  It was also stated that of note the outside packaging, it was a 5cc balloon, the ring on the catheter however said 10cc, 10cc was what they had been instilling. The customer would like to know if others were having any issues and if they could continue to instill 10cc. The representative advised that for 5cc balloon foley catheters, the catheters would be filled with 10cc of sterile water and water would fill the balloon to the 5cc level and the remaining water would be in the lumen of the catheter.